Manufacturer narrative:
The event of a patient¿s controller displaying the message " replace generator soon¿ was reported to abbott. The patient experienced a loss of therapy. The ipg were explanted and replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgery occurred where the ipg was explanted and replaced to address the issue.